Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to solve the problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure was confirmed via the error logs and replicated intermittently in-house. Error 22028 (not free to move) pointing to the insertion axis was also present in the logs but not triggered in-house. The unit was tested on an in-house system in normal mode where it failed with error code 319. The unit was also tested on a patient side cart fixture test platform (pftp) where the insertion axis was rough and stuttering. The carriage was exercised through its range of motion on the insertion axis, and the rough motion improved. The unit passed all friction tests and brake tests, but failed insertion cva characterization. There was no obstruction in the spar, and the rolling loop was not damaged.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the carriage on the universal surgical manipulator (usm) 3 was stuck and not moving. The site received a remove obstruction from usm 3 message. Prior to calling in, the customer rebooted the system and replaced the drape on usm 3 with no change. The customer swapped patient site carts and was continuing with the procedure. The technical support engineer (tse) noted error 23118 for usm 3 insertion axis. The procedure continued and there was no reported injury to the patient.